Event description:
It was reported that after pre-dilatation the physician advanced a 2.5x18 minivision stent delivery system to the mildly tortuous, heavily calcified, left anterior decending artery (lad) without resistance. During deployment of the stent at the target lesion, the balloon was inflated to 10 atmospheres for 20 seconds, and ruptured. The stent delivery system was removed from the anatomy without resistance. A non-abbott dilatation catheter was used to further expand the stent. There was no adverse patient effect. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough hypercoat. Guide cath: radiguide. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. An interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation. As the balloon ruptured prior to fully inflating, this would result in the stent being under deployed requiring additional treatment to fully deploy the stent. Return of the stent delivery system may have aided in the investigation and determination of cause. A conclusive cause for the reported rupture could not be determined. A search of the lot history record indicated no non-conforming material records for the reported lot. Additionally, a query of the complaint handling database indicated no other incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.